Manufacturer narrative:
H6: medical device problem code changed to 4001; investigation findings changed to 213; investigation conclusions changed to 67.

Manufacturer narrative:
There was no adverse event in this case. No serious injury, death or unreasonable risk of substantial harm to the public health. Root cause not clear yet, need further investigation to determine if this is an application issue (user error). Request the return of the opmi for double confirmation of the red reflex function.

Event description:
A customer in cyprus complained about the red reflex functionality not working. The red flex was ok when starting the surgery and then it was disappearing. Either by itself or moving it the red reflex was reappearing. The system was ok for 2-3 operations in a row and then red reflex was disappearing. No one was hurt in this case but surgery has been cancelled due to this issue.